Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08083. It was reported that a burr became stuck on the wire. The 10mm long, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink plus and a rotawire were selected and advanced to treat the target lesion. During the procedure, ablation was performed at 180,000 to 200,000 rpm at 15 to 20 seconds per ablation. During ablation, the burr kept moving back and forward. The burr was not inserted to the spring tip of the rotawire. After unknown times of ablation, it was noted that the burr became stuck in the distal side of the lesion. The devices were pulled out from the patient's body and was revealed that the rotawire had been stuck with the rotalink plus. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The device has the guidewire broken due tension overload in the middle of the device (181 cm from the proximal section), also the body is kinked. The distal section was not returned. The overall length couldn't be measured due to the device condition. The outer diameter of middle of the device near to the broken section and outer diameter of proximal section are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-08083. It was reported that a burr became stuck on the wire. The 10mm long, 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.50mm rotalink¿ plus and a rotawire were selected and advanced to treat the target lesion. During the procedure, ablation was performed at 180,000 to 200,000 rpm at 15 to 20 seconds per ablation. During ablation, the burr kept moving back and forward. The burr was not inserted to the spring tip of the rotawire. After unknown times of ablation, it was noted that the burr became stuck in the distal side of the lesion. The devices were pulled out from the patient's body and was revealed that the rotawire had been stuck with the rotalink¿ plus. The procedure was completed with this device. No patient complications were reported and the patient's status was good.